Manufacturer narrative:
Device is an instrument and is not implanted or explanted. (B)(6). Product investigation summary: the hexagonal tip of the screwdriver is badly worn out based upon visual inspection. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information, the exact cause of this complaint condition cannot be determined. Multiple factors can lead to technical difficulties during removal of screws. These factors include, but are not limited to: wrong torque or angulation of the screw during insertion, or perhaps to excessive force application on the screwdriver during removal. A review of the device history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a high tibial osteotomy (hto) procedure with a tomofix plate on an unknown date. A removal surgery took place on (B)(6) 2015 during which the surgeon encountered difficulty removing the screws at the most distal end of the plate. The surgeon was able to put the tip of the screwdriver into the screw, but the turning was not smoothly performed. As a result, the screw head became dull after repeated turning. The surgeon used a hollow reamer to shave around the stuck screw. Eventually it was able to be removed. The procedure was extended by approximately thirty (30) minutes. No patient harm was reported. Update: a visual inspection of the returned device, which was completed on december 2, 2015, indicated that the screwdriver was badly worn out. Based upon this new information, the part is being added to this existing complaint. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
(B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.